Manufacturer narrative:
All buttons functioning properly. No damage and unlocked lcd keypad connector during visual inspection noted. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, prime or fill or rewind anomaly noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump once got locked up and was non-responsive. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that the insulin pump rewind slower and louder than when new and had random unexplained no delivery alarms a couple times. The insulin pump will not be returned for analysis.